Manufacturer narrative:
User facility report # (B)(4) for the event was received on 10oct2019. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with melena and anemia (6.4) in the setting of international normalized ratio (inr) 3.7. Inr was reversed and 2 units transfused blood were required. Endoscopic evaluation failed to reveal bleeding source. Bleeding stopped; patient was successfully bridged to coumadin from heparin. A bleeding source was not identified through colonoscopy.